Event description:
An endurant stent graft system was implanted in a patient for the treatment of a 5.5 cm fusiform abdominal aortic aneurysm. Vessel morphology was reported as the infrarenal aortic neck had an angle of 55 degrees. The right iliac arteries were moderately tortuous and the left iliac was mildly tortuous. The left iliac artery was 14 mm to 20 mm in diameter. It was reported that five days post stent graft implant there was the aneurysm was 5.7 cm in diameter with no technical observations. However there was stent graft stenosis in the left iliac stent graft. Four month later an ultrasound revealed that the aneurysm was 5.2 cm in diameter. There is a technical observation that there is kinking in the left iliac stent graft limb. The one year follow up CT revealed that the aneurysm was 5.4 cm in diameter with a technical observation. There was stent graft stenosis in the right iliac limb due to non-significant thrombosis present. There were was no treatment or intervention. The 30 month follow up ultrasound that revealed that there was thrombus associated with distal aspect of right iliac limb. Not hemodynamically significant. There were was no treatment or intervention. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related).

Manufacturer narrative:
Additional information reported that the patient presented with right acute limb ischemia. The patient proceeded to surgery for "left to right fem-fem cross over and right femoral thrombectomy. The investigator assessed the event as device related and not procedure related. The event was resolved and the patient was discharged home 5 days later. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.